Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two 1.0 millimeter (mm) cables that wrapped around a plate broke and were removed from a patient on (B)(6) 2014. Reoperation was required to remove them and was replaced with three larger 1.7 mm cables. There was no damage to the remaining plate and screws. The original cables that broke were removed and discarded. No items need to be replaced and there is no additional information available. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of original implant unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.